Event description:
A (B)(6) male patient underwent aaa repair. The patient's anatomical form was suitable for endovascular repair. During the procedure, the physician experienced blood leakage from the hemostatic valve of the flexer sheath (leakage amount is unknown), so he removed it and inserted another 16 fr check-flo sheath (1820334-2014-00208). Final angio showed a type iii endoleak from suture hole. He ballooned the proximal neck, distal and junctions again but the leak persisted, so he placed a main body extension and another leak was resolved. The procedure was completed without further problem. The patient did no experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.